Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that an alarm indicating high pressure was triggered on a ventilator while it was connected to a patient. A bacteria filter was attached between the patient and the ventilator at the time of the reported event. Once the bacteria filter was removed, the alarm was no longer present. There was no patient harm (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. Reported alarm was regulation pressure limited indicating an increased expiratory resistance in the patient¿s breathing system. According to information from the hospital, the bacteria filter was not wet or used with in-line nebulization. The ventilator attempts to deliver the set tidal volumes but fails due to imposed restriction of the set upper pressure limit. The alarms are an indication of high resistance in the patient circuit, where one possible cause is an occluded expiratory bacteria filter. Remedy when the alarm occurs is to check the ventilator settings according to the ventilator user¿s manual. The user¿s manual for the bacteria filter states that the expiratory airway pressure must be carefully monitored to protect the patient against accidentally high airway pressure. The bacteria filter is to be replaced every 24 hours. No investigation has been possible, therefore the root cause of the reported event has not been determined. The conclusion is that the described error was most likely caused by a clogged filter. (B)(4). Exemption #: e2018003 (B)(4).